Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was turned, sunk in and it was causing her pain. X-ay showed that the top of the ipg was pressing on patient's spine. The patient was prescribed lidocaine patches. The patient underwent an explant procedure.

Manufacturer narrative:
The returned ipg sc-1132 ((B)(4)) was analyzed and no anomalies were found. Sc-8216-70,((B)(4)): device evaluation indicated that the lead body was sharply lacerated by a tool about 7 centimeters from the end of the paddle, and two cables (#7, and #8) were burned off and were exposed. Damage to the device is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient's ipg was turned, sunk in and it was causing her pain. X-rays revealed that the top of the ipg was pressing on patient's spine. The patient was prescribed lidocaine patches. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient's ipg was turned, sunk in and it was causing her pain. X-rays revealed that the top of the ipg was pressing on patient's spine. The patient was prescribed lidocaine patches. The patient underwent an explant procedure.